Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had loss of display. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact office and contact person - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Monitor intermittently is scrambled and goes to grey screen. Fse replaced cable,video receiver to lcd. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a